Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt, a partial segment of retention dome was observed adhering to the feeding tube. This small segment of the broken dome is still attached to the feeding tube and reveals a complete bond. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr of lot #hutb1835 showed no other similar product complaint(s) from this lot number.

Event description:
A break in the retention dome during traction removal. The indwell time was 187 days. The patient was (B)(6) male. The dome portion remained in the stoma and has not been removed from the patient.